Event description:
Same case as MDR ID 2134265-2014-05086. (B)(4) study. It was reported that stent restenosis occurred. In (B)(6) 2011, a 3.0x38mm and a 3.5x38mm promus element stent were implanted n the mid to distal right coronary artery (rca). A 2.75x32mm promus element stent was also placed in the ramus intermedius. In (B)(6) 2013, in stent restenosis of a 3.0 mm x 38 mm and 3.5 mm x 38 stents placed in the mid to distal rca extending to were treated with balloon angioplasty. The stenosis at the ostium of rca was treated with a non-bsc stent. On the same day, the event was considered resolved with residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).